Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the tar geted location. It was attempted to retrieve the valve but the patient anatomy was too tortuous so the valve was left in the abdominal aorta. A second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the observed dislodge can be influenced by a variety of factors, including tension applied on the delivery catheter system during positioning, calcification levels in the native vessel, and the compliance of the aorta and native vessels. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).